Event description:
Olympus was reported the 3 devices were broken. Each device was used during a laparoscopic anterior resection. The ptfe pad of 3 devices was separated and the metal part was exposed. Each procedure was completed with another thunderbeat device or a different device. There was no patient injury reported. Olympus has followed up with user facility to obtain additional information regarding the reported event, but with no result.

Manufacturer narrative:
The subject device was returned to olympus medical systems corporation (omsc) for evaluation. The evaluation confirmed that the ptfe pad was partially peeled from the jaw. There were contact marks on the surface of the probe and the jaw. The manufacturing record was reviewed with no irregularities. Considering the evaluation result of the subject device, omsc concluded that the reported event occurred since the user continued to activate seal and cut mode without contacting tissue (including the case that the user kept activating after the tissue already cut). The instruction manual of the subject device already states. This report is being submitted as a medical device report in an abundance of caution. Please cross-reference the following reports: 8010047-2015-00073, 8010047-2015-00074.